Event description:
Additional information received indicated that surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
The reported event of increase of pain after a fall/discomfort cannot be confirmed through product testing alone. As received, ipg passed all functional testing (bench and autotest). Also, the returned ipg¿s surface temperature increased was within specifications. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient suffered a fall and afterwards began having pain at the implantable pulse generator (ipg) site. Patient described the pain as burning and that it happened with stimulation on and off. Diagnostics indicated no impedance issues and imaging showed no issues with system placement. Patient presented to the emergency room (ER) due to the issue and was advised to turn stimulation off. Patient was later discharged but the issue persisted. System explant is slated to take place at a later date.